Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(4) 2010 the patient presented with spinal stenosis. MRI of the lumbar spine indicated ¿stable degenerative changes, most pronounced at l4-5, where there is grade 1 anterolisthesis, bilateral subarticular stenoses impinging on the traversing right and left l5 nerve roots, mild central spinal canal stenosis, and mild bilateral neural foraminal stenoses.¿ on (B)(6) 2010 patient presented with l4-l5 spondylolisthesis and low back pain. Patient underwent l4-5 tlif using rhbmp-2/acs. There were no noted complications. (B)(6) 2010 post-op, the patient reported pain. A lumbar CT indicated ¿interval posterior fixation of l4 and l5 with bilateral pedicle screws with intervertebral disc pacer at l4/5.¿ (B)(6) 2010 patient reported numbness. A lower extremity venous doppler indicated ¿no duplex doppler or grayscale evidence for deep venous thrombosis bilaterally.¿ patient was discharged on (B)(6) 2010. (B)(6) 2010 the patient was admitted with lumbar radiculopathy. X-rays indicated ¿stable appearance of surgical hardware at the l4-l5 level.¿ (B)(6) 2010 the patient was admitted with lumbar spondylolisthesis. CT scan of the lumbar spine indicated ¿stable postsurgical changes of l4-5 plif with interbody spacer and laminectomy.¿ (B)(6) 2013 patient presented with chronic low back pain. Per the physician¿s notes, ¿the discomfort is most prominent in the lumbar s pine. This radiates to the right calf and right foot¿ this is a chronic problem, with essentially constant pain. She states that the current episode of pain started 2 years ago. The event which precipitated this pain was a motor-vehicle accident¿ aggravating factors contributing to the back pain may be a recent fall and a horse stepped on her foot.¿ (B)(6) 2013 patient presented with chronic low back pain. (B)(6) 2013 patient presented with dizziness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent a fusion surgery on the lumbar region of her spine from l4 to l5 in which rhbmp-2/acs was used. It was reported that the patient's post-operative period has been marked by increasingly severe pain in her lower back and extremities with associated radiculopathy. Patient now is on an aggressive narcotic pain management regimen that is overseen by a pain management physician. Patient now requires regular physical therapy sessions to treat her injuries. It was reported that the patient continues to experience severe and unrelenting low back pain, with radiculopathy and weakness in her lower extremities. She is unable to sit or stand for prolonged periods and requires assistance in performing routine activities of daily living. She also suffers from depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with grade 1 l4-l5 spondylolisthesis with a right l5 radiculopathy. Spinal canal stenosis. Osteoporosis and underwent the following procedures: l4-l5 transforaminal lumbar interbody fusion with a l4-l5 arthrodesis using local autograft and rhbmp-2. Placement of instrumentation from l4-l5 and l4-l5 gill type laminectomy, and a interbody fusion/arthrodesis from l4-l5 with removal of disc, using a peek interbody cage, local autograft and bmp. A 3d stealth navigation using the o-arm for our construct planning, as well as placement. Intraoperative ssep and mep monitoring. Intraoperative interpretation of fluoroscopy of less than 2 minutes. As per op-notes,¿ the endplates were then cleaned off of all disc material and endplate material. There depth was also checked under fluoroscopy. The area was then copiously irrigated. The l4-l5 screws were then distracted open in order to open the l4-l5 disc space. This partially reduced the grade I l4-l5 spondylolisthesis. The discectomy site at l4-l5 was then packed anteriorly with bmp and local autograft. Sizers were then used to put the appropriate size cage into the space. A 14-mm cage was placed. Of note, the case did dig into the endplates, as the endplates were also soft with respect to her osteoporosis. The cage was packed with bmp and local autograft as well. This was tamped across midline, as well as anteriorly. It was checked under fluoroscopy and showed a proper placement. The distraction at l4-l5 was then removed. Rods were then used to connect the l4-l5 screws bilaterally. Some compression was then placed between the l4-l5 screws upon the 14-mm peek interbody cage that was previously placed. The screw caps were then tightened to the appropriate torque. A combination of local autograft and bmp were then placed on the opposite side, which would be the left side for posterolateral fusion as well.¿ the patient tolerated the procedure well without any intraoperative complications.